Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Four (4) attempts have been made by two (2) phone calls and two (2) emails to obtain; patients treatment settings, patients information, patients photos. No information has been provided by the user facility. The device was installed on sep-09. Lumenis has not been contracted to service the subject device since dec-18, therefore no examination of the subject device occurred. The last pm conducted by a lumenis engineer was on aug-18. Although no information was provided by the user facility about the service history of the device in the past year, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in service at the user facility. In addition, there was no allegation of a malfunction in the past and now by the user facility. While the information received to date does not confirm that a serious injury occurred nor a malfunction, lumenis became aware of the adverse event on 06-07-19, the company is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A foreign user facility contacted lumenis in order to request photos of typical burns in order to defend her practice against what she feels are spurious claims by a former patient regarding a claimed earlier adverse event.